Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for unspecified microbes (1cfu/endoscope). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the following bacteria. On (B)(6) 2018: total: pseudomonas spp. (>100cfu) and pseudomonas aeruginosa (>100cfu). On (B)(6) 2018: total: unspecified bacteria (27cfu). The portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush (prince medical, anios clean) and disinfected using non-olympus automated endoscope reprocessor (soluscope, series4) with peracetic acid. There was no report of patient infection associated with this report.